Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high out of range impedance measurements along with high threshold measurements and loss of capture. As a result, this lead was explanted. No adverse patient effects were reported as this patient was not pacemaker dependent.